Manufacturer narrative:
There is no way to know whether this device was manufactured by a & I industries ltd since there was no model number provided and the device was not returned for eval.

Event description:
Per importer's MDR: the dealer reported that the footplate was cracked. This issue could prevent the user from having adequate foot support to prevent user from sliding out of the chair or sustaining any other injury.